Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00403110_1644408-2023-00362; 509-02-032, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
All implants removed from case in 2022 by (B)(6) at (B)(6) hospital in (B)(6) due to potential infection.